Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges pump stopped working without any warning. Caller reported there was no low battery warning or battery depleted error prior to the pump shutting down. No adverse event reported. Requested return of the alleged device for evaluation.